Event description:
It was reported that customer pump screen was broken, unreadable, and unresponsive. There was no reported impact to the customer¿s blood glucose level. Customer arranged for device return and was provided replacement pump.